Event description:
The facility rep had no information on the specifics of the chair other than it is a few months old and the back upholstery is ripped from the seam/ he states the shower commode resides in a facility but doesn't know the serial number /lot number. (B)(4). Provider gave order number (B)(4) for warranty replacement (B)(4).